Manufacturer narrative:
Most recently, information was received that this medical device was completely removed from service and an acute device placed with the new system once the patient was ready for the new implant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an unsuccessful attempt at laser extraction of the total device system explant due to patient infection. The laser extraction method was not successfully employed. The physician elected to surgically abandon all the products in the system, except for the device itself which was removed for use as a temporary external pacemaker. The infection was noted as a staph infection and the patient was noted as not pacemaker dependent.